Event description:
It was reported that approx one week post vena cava filter deployment, a CT scan demonstrated a filter tilt, and the filter was noted to have migrated in a cephalad direction approx two to three cm. The CT scan was performed for an unrelated issue and the findings were incidental. There was no reported patient injury.

Manufacturer narrative:
A mfg review could not be conducted as the investigation lot number is unk. The device was not returned. Images were not provided. The complaint investigation is inconclusive for filter tilt and migration. Based upon the available info, the definitive root cause for this event is unk. The current IFU (instructions for use) states: warnings/potential complications: movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter tilt. Filter malposition.